Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the precleaning, manual cleaning and disinfection process. A wassenburg washer dryer automatic endoscopic reprocessor (aer) is used for automatic cleaning. No defect was noted on the aer. Endohigh detergent and endohigh paa disinfectant are used in the aer. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant is controlled. The water quality of the rinse water is controlled using a water filter however, the water filter was not replaced periodically in accordance with the IFU. The device is wiped dry with a paper towel, blown dry with clean compressed air and completes a drying process the aer. The endoscope is stored in a simple cabinet. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - the water filter was not replaced periodically in accordance with the IFU. The device was evaluated where no abnormalities were found that could have led to the positive culture. The additional reportable event was noted where foreign material was found in the air/water channel and cylinder. The following non-reportable defects were also noted: - adhesive around objective lens has a chip. - adhesive around light guide lens has wear. - connecting tube has a buckling. - universal cord has a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The foreign material could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6) 2023, for more than 200,000 colony forming units (cfus) of micrococcus species and less than 1 cfus of coagulase-negative staphylococci, the instrument / suction channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation; however, the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, instrument / biopsy / suction channel, air / water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guidelines. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.